Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the "bolus" button appeared to be greyed out on the touchscreen, and a portion of the touchscreen was unresponsive. Customer's blood glucose level was 185 mg/dl. Customer indicated that they have back up novolog and syringes for continued insulin therapy.